Event description:
Country of complaint: (B)(6). Needle broke during procedure.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 1 open and 5 unopened units. There are no previous complaints of this code/batch. There are no units in OEM stock. The needles of the closed samples received were tested for bending strength and the results fulfill the specifications of the product. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.